Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03198. (B)(4). Concomitant products: primary console: serial number (B)(4), manufacture date: 01jan2016; flow probe: serial number (B)(4), manufacture date: 01oct2015. The motor is not a single use device. Approximate age of the device is 2 years, 3 months (calculated from the manufacture date of the motor). The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on extracorporeal membrane oxygenation support on (B)(6) 2017. It was reported that on (B)(6) 2017, five minutes after oxygenator replacement, an error "m4" occurred on the primary console and the pump stopped. The patient was switched to backup equipment. Reportedly, the patient was not injured due to the event. No additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.